Event description:
Product tip came off inside patient's sfa while attempting to insert catheter through a 6fr guide. Catheter tip was covered with a stent and remains in the patient.

Manufacturer narrative:
Upon examination of the returned catheter, the entire distal tip and transducer were missing. Part of the microcable extended from the remaining shaft. The guide catheter was also returned which appeared to be 6fr or larger. No marking was on the guide catheter to indicate size. The distal end of the guide catheter had accordion marks and a necked opened indicating that the catheter was caught on the distal end of the guide catheter. When force was applied, the guide catheter opening necked and the guide catheter buckled slightly. The product instructions for use states 'do not advance the catheter against significant resistance. If binding occurs between the catheter and guide wire while inside the patient, carefully remove both the wire and catheter and do not use. If binding occurs outside of the patient, remove the catheter and do not use.' The catheter appeared to have caught on the end of the guide catheter. Without the tip as evidence, it is not possible to conclude whether the catheter od was out of specification. Due to the damaged nature of the guide catheter, it is not possible to conclude whether it contributed.